Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to complete the air removal step for the cartridge and was using the trusteel infusion set for over 2 days. Tandem clinical support educated the customer to follow the proper air removal steps and that trusteel infusion set is indicated for 2 days of use. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.